Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient had low blood sugar event on (B)(6) 2025 with seizure and foaming at the mouth for which the patient wen by ambulance 3 times. Patients' blood glucose came down to 308mg/dl and there was gradual decrease 2 hours after 3 unit bolus was given. No further information available.

Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.